Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular lead exhibited low high voltage lead impedance measurements. The patient presented in clinic (B)(6) 2019. Pocket manipulation and isometric testing were performed. Programming changes were made. The patient was stable, and no patient symptoms were reported.